Event description:
Syringe driver had returned from med electronics where it had received its annual maintenance service the day that it was put up on the patient. Syringe driver set up 11.45am in 2005 on a terminally ill patient. Infusion commenced the same day - 10ml bd syringe - infusing: oxycodone 35mg, midazolam 5mg and water made up to 48mm. Set up at a rate of 02mm/hr with 48mm of volume (as per policy). At 20.45 nurse visited and syringe driver was empty. No evidence of leakage or tampering. Narcan 400mg given to reverse the effects of a potential overdose. Further pain relief given at approx 7am the next day. Patient died at 9am the same day. Coronernot taking any further action.